Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: one time-point available for evaluation: post-implantation cta dated on (B)(6) 2025. The length from the distal border of the left common carotid artery (lcca) to the tear appears to be ~6.8mm, by outer curve length. The length of the thoracic aortic arch tear appears to be ~1.7cm, by outer curve length. Axial imaging shows there is an aortic tear just proximal to the previously implanted gore® tag® conformable thoracic stent graft with active control system. Thereby, confirming an aortic dissection at the proximal end of the stent graft. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat penetrating aortic ulcer utilizing a gore® tag® conformable thoracic stent graft with active control system (ctagac). On (B)(6) 2025, the field sales associate (fsa) was notified by the physician that a patient presented during a routine 1-year follow-up post implant of the ctagac with an aortic dissection at the proximal end of the stent graft. Patient has no symptoms and it is unclear if a reintervention will occur as physician is not sure on the next steps as of yet.